Event description:
It was reported that when the asymptomatic patient presented for device change-out due to normal e.r., externalized conductors were observed. No electrical anomalies were detected. The lead remains implanted and the patient will be monitored.